Event description:
Report received from the USA stating that the device had a "tear in the hose" discovering during routine inspection. It was unk to the reporter how/when the tear occurred. Device was not used in surgery. No injuries or medical intervention was reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).